Event description:
It was reported that the device continually alarms. It was also indicated that the unit is displaying service light. There were no reports of pt use associated with the reported problem.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would not operate on battery power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.